Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
A report was received from a field clinical specialist (fcs) approximately 4 years post implant of a 29mm sapien 3 valve in the aortic position, a planned valve in valve intervention was reported due to a failing sapien 3 valve. Patient was hospitalized for vertigo and development of new onset left eye vision loss. The patient was diagnosed with cilioretinal artery occlusion from embolic event. Echo suggestive of moderate prosthetic valve stenosis. The patient was treated for thrombus on valve with anticoagulation and discharged home. No scheduled procedure date has been set up at this time. The patient is still being worked up. The patient was recently hospitalized and treated for thrombus on valve with anticoagulation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. The complaint for calcification was confirmed from the medical report. Review of DHR revealed no indication of manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Based on the limited information provided, the root cause for the valve calcification approximately 4 years post valve implant could not be determined but may be related to the patient's co-morbidities (end-stage renal disease, hypercholesterolemia, dyslipidemia) and/or progression of the pre-existing valvular disease process. A technical summary applies to this complaint event and product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.